Event description:
It was reported that the patient received ventricular anti-tachycardia pacing (v-atp) for irregularly conducted atrial tachycardia. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6), implanted (B)(6) 2010. (B)(4).